Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional prostar device referenced in describe event or problem is being filed under separate medwatch report.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with two prostar devices with a 20f sheath after a transcatheter aortic valve implantation (tavi) interventional procedure. Prior to use, initial flushing of the marker lumen with saline was successful with both prostar devices. Reportedly, no bleed back was observed from the marker lumen of both prostar devices. The sutures of two new proglide devices were successfully pre-placed. The sheath remained 20f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. In the absence of the device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.